Event description:
A customer observed biased ckmb qc results over several months on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer was not following ocd recommended protocol for qc fluid reconstitution, and was not following recommended protocol for cartridge handling. The customer recalibrated using a fresh cartridge and fluid handled per ocd recommended protocol. Post-calibration qc was acceptable. The root cause of the event is user error in not following ocd recommended protocol for qc fluid reconstitution and cartridge handling.